Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while firing at the antrum during a laparoscopic sleeve gastrectomy, an incomplete staple line distally was observed. Another device was used to complete the case.